Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalized due to mild dka [diabetic ketoacidosis]. Case description: medical device info: this spontaneous report received from united states and, was reported by a clinical diabetes nurse educator as "hospitalized due to mild dka". It concerns a female pt using novofine 30g needle (suspect device) for diabetes mellitus. The nurse stated that the pt was not taking the small inner cap off of the novofine 30g needle when injecting herself, and was not receiving her insulin dose as a result. A nurse reported, via a sales rep, that a pt was hospitalized due to mild diabetic ketoacidosis. It was reported that the female pt was trained on how to use the novolog flexpen (insulin aspart) and levemir flexpen (insulin determir) with the novofine autocover 30g, while she was hospitalized (dates and reason for hospitalization unk). When she was discharged from the hosp (date unk), she was given the novofine 30g needle instead of the novofine autocover 30g to utilize with the novolog and levemir flexpens at home. When the pt came for an office visit in 2009, her blood glucose level was greater than 400 mg/dl with ketones and, she reported feeling symptoms of thirst and stomach pain. She told the nurse that when she injected herself with the flexpens, the insulin would run down her arm. The pt was sent to the emergency room (ER) and was admitted to the hosp the same day for mild diabetic ketoacidosis. Treatment details were unk. On the next day, she was discharged from the hosp when she recovered. The overall outcome was reported as "recovered" for the event. No additional info was provided.